Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture broke during surgery. There were no adverse patient consequences reported. No additional information was provided.